Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported when the o3 module is connected and in use the readings are dropping out and intermittent. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection revealed contamination damage to the connectors. Both channels were able to obtain measurements. Channel 1 measurements were intermittent and inconsistent with measurements from a known good o3 module, and channel 2 measurements were consistent with measurements from a known good o3 module. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported when the o3 module is connected and in use the readings are dropping out and intermittent. No patient impact or consequences were reported.